Event description:
Subsequently, additional information was received that the right ventricular (rv) lead involved in this event is a competitor product, and not this (B)(4) boston scientific lead.

Manufacturer narrative:
This right ventricular (rv) lead remains in service, so therefore will not be returned to boston scientific for laboratory analysis. At this time there is no additional information. Should additional information become available this report will be updated.

Manufacturer narrative:
The competitor rv lead remains in service. At this time there is no additional information.

Event description:
Boston scientific received information that a red alert was detected for high out of range shock impedance measurements. There were no adverse patient effects reported.